Event description:
It was reported that there was iodine leakage at the female connector of a minicap extended life pd transfer set while attached to a minicap. This occurred during use of the device for peritoneal dialysis therapy. The transfer set was changed to another transfer set and the issue was resolved. The customer had no allegation against the minicap. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however two (2) photographs were provided for evaluation. The photographs were visually inspected and an iodine leak beneath the mini cap was observed. The reported condition was verified. The cause of the condition could not be determined by evaluation of the photograph. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.